Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that the sensor gave inaccurate values on (B)(6) 2013. Patient reports that the values tended to drift lower and higher. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.